Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as reservoir and in the lines had air bubbled and noticed by customer during therapy. The customer¿s blood glucose level was 200 mg/dl to 300 mg/dl and closer to 500 mg/dl, 400 mg/dl at time of incident and current blood glucose level was 385 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue pump troubleshooting for high blood glucose. Customer states approximate size of air bubbles was pin head size to a one fourth of an inch. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The device will not be returned for analysis.